Event description:
On event date, resident at facility sustained a broken leg. Resident was in bed at the time the injury was discovered. (Noted to have leg between side rail and mattress). Upon investigation, co surmised that the resident was attempting to get out of bed with the side rails up and got their leg caught in the side rail, thus sustaining the aforementioned injury. Resident was hospitalized for surgery. Resident has since returned to the facility and is doing well. Bed side rails were inspected for proper placement and working order. Both were fine. Co believes injury was caused from the resident (who has alzheimers) trying to get out of bed unassisted. Rails have been padded for residents safety.